Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly causing the hemogard closure to not be placed on the tube correctly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® edta 2k has been found with molding defects before use. No patient impact was reported. The following has been provided by the initial reporter: this is a complaint about defective product. Customer reported that although the product arrived brand new and unopened, we received a complaint because the cap part was deformed and there was a possibility that the analyzer would malfunction if used as is.